Event description:
Product had a hole in both sterile wrappers inside the sealed box. Implant had to be flashed, following depuy protocol, resulting in a 45-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.